Event description:
On october 3, 2006 the lay user/patient contacted lifescan alleging a power issue (does not turn on) with this one touch ultra meter. The medical affairs specialist (mas) listened to the call between the patient and the customer care advocate (cca) to obtain/verify the following information. On septemeber 24, 2006 the patient contacted lifescan to report a power issue with his meter and was advised to replace the battery. The patient is now calling lifescan back because the new battery did not resolve the power issue. The patient stated that he had been unable to test his blood glucose for approximately 2 months due to the meter's power issue. He stated that he was adjusting his insulin "by ear" and reportedly felt "funny" during the months that he was unable to test his blood glucose. Sometime in september 2006, he called the ambulance. At the time of concern, he had blurry vision and took "one shot" of regular insulin. When the ambulance arrived, he obtained a "270 mg/dl" and was not given any further treatment. The customer care advocate walked the patient through troubleshooting and discovered that the meter turned on successfully. The patient was able to obtain a "328 mg/dl" blood glucose reading. This complaint is being reported because the patient was unable to test for approximately 2 months and then developed high blood glucose symptoms. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.